Event description:
Consumer states she has a back to back total of 5 uti's while using the ultra14 catheters. She reports unknown number of catheters, unknown number of market units with unknown lot numbers of the same catheter since (B)(6) of this year 2022. Current market unit with lot #220415-1. She has cath'd for years due to a a complication she had years ago after receiving bladder botox for an irritable bladder. She has been cathing 5-7 x a day. She was always used to getting the t14 catheter prior to switching over to the ultra14s in (B)(6) 2022 and her reason for switching was the t14s were 50 dollars a box she said and she could not afford it. She said her son buys the ultra14 catheters online for her and it is much cheaper than going to a local pharmacy were she was getting them before. She is not sure where he buys them from. She said she has not had a uti in 2 years but before this was "prone to them". She said when she could no longer afford her t14s her son had bought some unknown brand pediatric catheters at the time on accident when her utis first started and she said because they were too small and flexible she said she remembered touching those to get them in, breaking sterility and she thinks that could have started her utis. Her utis have continued back to back with continued use of the ultra14 after that. Her utis symptoms are frequency and said she feels "dingy" which she explained was feeling confused. She has called into her md when she feels this way and they have sent her for 5 urine specimens over the last few months and she has received many different antibiotics treatment courses (names unknown) for these 5 back to back utis she has had over these past few months. She said the first 2 antibiotic rounds caused her to feel "very sick and have watery diarrhea" as well. She just finished her most recent antibiotic the day before yesterday and has an appointment later today for in person follow up with her urologist about all these back to back utis. She also has history of kidney stones but said she has not had any pain as she had previously associated when she had stones. She said she is diligent about her cleanliness with cathing and can "cath in the dark", no issues finding her urethra. She washes her hands prior, cleanses urethra with castille wipe and makes sure the catheter stays sterile, does not touch her hand to the catheter at all and denies touching her fingers touching her urethral opening. She has always done this and has continued this technique with the ultra14. The ultra14 catheters themselves do not hurt her nor does she have difficulty finding her urethra or using them to drain her urine. She said the catheter itself seems similar the same as the t14s other than the difference in packaging. This MDR is for the unknown lot numbers and unknown number of catheters.

Manufacturer narrative:
Common device name: catheter, urological. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).